Event description:
It was reported the uni-cp plate broke in the patient and was removed on (B)(6) 2013. Additional information was requested numerous times by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.